Event description:
Tbm advised enduser going down curb and chair tilted to the right and his body shifted and fell face first onto the concrete, enduser does not have a right arm to stabilize himself, tbm advised enduser has scrapes on his face with blood, tbm advised enduser did not advise if he seeked medical attention but neighbor came over to help him, tbm could not provide any further information. Made aware of this situation of injury 8am (B)(6) 2014 accident occured back in (B)(6) 2014 but didn't notify invacare of va of accident need right desk length adjustable arm rest.